Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a post-operation check after a generator replacement and lead revision. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Additionally, the patient felt a sensation in her stomach during rv pacing. The lead was perforated. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.